Event description:
Procedure: nephrectomy. According to the rptr: in the beginning, they loaded the stapler properly, then closed the jaws of the stapler and inserted the instrument into the pt through the trocar. Everything was ok at that point. They then opened the jaws of the stapler and located them over the structure, and when the operator tried to close the jaws, he couldn't close it properly. That was critical a part of the nephrectomy. The jaws were over the vein, so the operator decided not to use this stapler. They tried a new single-use loading unit and it happened again, so they decided to change the handle and single-use loading unit, but it happened again. After that, the operator decided to convert to the open procedure.

Manufacturer narrative:
(B)(4).